Event description:
The customer reported to a zoll distributor that when turning on the autopulse platform an error message was received. Additional information was received indicating that "system error-revert to manual CPR" message displayed on the autopulse. This incident occurred before use on a patient. The error message could not be cleared and the system was unable to be re-booted. Manual CPR was initiated. No additional details were provided.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) was returned to the distributor and archive data was collected. The reported error of "out of service-revert to manual CPR", was not confirmed however a different error of 132 (internal watch dog error) was observed. Processor was initialized and firmware was re-installed which cleared the error.